Manufacturer narrative:
(B)(4).

Event description:
It was reported that, following the removal of the lead, the pt experienced a "life threatening" hemorrhage from the third left sacral foramen. The lead was removed due to a "negative" trial and the need for a MRI for lumbar pain. The bleeding came "suddenly" from the anterior part of the sacral foramen. Hemostasis was "impossible" using the usual means (electrocautery, sutures, and hemostatic gauze). The operation was completed by applying a compression dressing over the sacrum. The pt rebled the first day after surgery. The pt was transferred to the intensive care unit (ICU) of the hosp for two days and required a blood transfusion. Eleven days after the second surgery, the pt experienced hemorrhagic shock due to the bleeding from the sacral foramen. A surgical procedure was performed and the pt received another blood transfusion. A subsequent CT scan showed no active bleeding. The pt was transferred to ICU for four days. Two days later, the pt was found to have an infection. The infection-causing organism was multiresistant klebsiella pneumonia and escherichia coli. The pt was given antibiotics for two weeks. The pt was discharged from the hosp 32 days after the lead removal. No info was provided related to the pt's outcome. A f/u report will be filed if add'l info becomes available.